Manufacturer narrative:
No components from the venaseal closure system kit was received for evaluation. No photographic images of the patient¿s symptoms were received. A single photograph of a sonographic image was received. The image shows a mass in the saphenofemoral junction(sfj). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used venaseal to treat the great saphenous vein(gsv) as per IFU. The procedure was completed as normal. The catheter tip was 5cm caudal to the sfj. It was reported the patient complained of redness and tenderness at the proximal gsv. Antibiotics were prescribed for the redness and the patient returned approx. 1 month later for a scheduled micro phlebectomy. At this visit, the patient complained of a lump at the same treated area. A phlebectomy was attempted but aborted. At the next visit, the lump had decreased in size but was still inflamed. The deep system was noted to be patent and the vein was seen to have closed successfully. The lump was reported to be still evident per the patient¿s last visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.